Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported during a post-implant wound check, the right ventricular lead was dislodged. Upon interrogation, there was no capture on the lead. The physician replaced the lead.